Manufacturer narrative:
Upon further investigation, it was found that this case is a duplicate of the complaint that was reported under MFR. Report number 2031642-2021-03954. This case was reported in error. All information was reported in MFR. Report number 2031642-2021-03954, and any new information that will be received regarding this case will be reported under it.

Event description:
The customer reported an error showing backup alarm failure. The device was not in clinical use. There was no patient or user harm reported.